Manufacturer narrative:
Since the initial out-of-range impedance issue, the patient had been to their following physician. The boston scientific local area sales representative confirmed that the shock impedance has been within normal limits at this visit. The system remains actively in service without any plan for intervention of any kind at this time.

Event description:
Boston scientific received information that the transvenous defibrillation lead in asociation with this acute implantable cardioverter defibrillator did exhibit out-of-range shock impedance. No adverse patient effects were reported.

Event description:
Additional information became available that this device was explanted for normal battery depletion (nbd). To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Once analysis is complete, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory initial testing noted that the device failed longevity calculations. Further testing noted that photon emission microscopy was performed and an emission hotspot had been found. It was concluded that the failure was due to a poly on poly capacitor issue. No further testing was performed.